Event description:
Had surgery on her right knee [knee operation] case narrative: initial information was received on 06-may-2024 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Study title: patient support program involving synvisc. This case involves an 83 years old female patient who had surgery on her right knee while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, strength: 48 mg/6 ml) injection in right knee (dose, frequency, route, indication: unknown). The patient did not use product for the first time. Patient had injections for years in the right knee and then in both knees. The last injection was a synvisc (3x2ml) injection on (B)(6) 2024 in the left knee and received complete series of injections till (B)(6) 2024. On (B)(6) 2024, after unknown latency following last injection (in right knee), the patient had surgery on her right knee (knee operation) (unknown batch number and expiry date). This event was leading to intervention. Batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. At time of reporting, the outcome was recovering for the event had surgery on her right knee. Reporter causality: not reported. Company causality: not reportable.

Event description:
Had surgery on her right knee [knee operation]. Case narrative: initial information was received on (B)(6) 2024 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "(B)(6)". Study title: patient support program involving synvisc. The case is linked to (B)(4) [multiple device suspect used for the same patient]. This case involves an 83 years old female patient who had surgery on her right knee while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, strength: 16mg/2ml) injection in right knee (dose, frequency, route, indication: unknown). The patient did not use product for the first time. Patient had injections for years in the right knee and then in both knees. The last injection was a synvisc (3x2ml) injection on (B)(6) 2024 in the left knee and received complete series of injections till (B)(6) 2024. On (B)(6) 2024, after unknown latency following last injection (in right knee), the patient had surgery on her right knee (knee operation) (unknown batch number and expiry date). This event was leading to intervention. Batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. At time of reporting, the outcome was recovering for the event had surgery on her right knee. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc. Batch number and expiry date: unknown global ptc number: (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective actions and preventive actions) was required. The final investigation was completed on 17-jun-2024 with summarized conclusion as no assessment possible additional information was received on 17-jun-2024 by quality department: ptc complete details added; text amended.